Manufacturer narrative:
Based on the information reviewed and evaluated, a potential cause of the false negative can be the result of user error. After follow-up, the customer realized that excess mucus in the test sample was causing the blockage. A highly viscous sample and/or excessive sampling caused the reagent not to advance the test strip properly. Such sampling can disturb the migration of reagents resulting in a colour intensity being very faint or no colour at all. The customer might not follow the instructions for use (IFU) such as inadequate sample collection, and excessive buffer application to sample well of the test device.

Event description:
The customer reported on (B)(6) 2021, a suspected false (incorrect) negative result from a rapid result covid test system (lot number unkown) on multiple patients (number unknown). The patients reported taking a pcr test afterward (date unknown) and obtained a positive result (date of test and CT values not provided). No adverse patient effects were reported. Access bio followed up three times on january 27, february 1, and december 20, 2021 to better understand the facts and circumstances for the tests. The information provided by the customer indicated that there was a blockage that prevented the reagent from moving into the test strip.